Event description:
Customer obtained results of 43mg/dl, 173mg/dl and 500+(mg/dl) within 10 minutes on the accu-chek advantage system. Customer drove himself to the hospital where he was treated and hospitalized overnight. No adverse event reported. New system sent to customer and return requested.